Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion due to spinal canal stenosis. Intra-op the flexible arm could not be fixed although the surgeon turned the dial part of flexible arm. A drover was adjusted but it could not improve. No patient complications were reported.